Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received stating that the patient had a 4mm by 3mm c6 aneurysm on the greater arc side. Vessel tortuosity was moderate. The distal section of the pipeline failed to open. The pipeline had not been placed in a vessel bend when it failed to open.

Manufacturer narrative:
H3. Product analysis: ¿ equipment used: video inspection system (m-85519), ruler (m-83361), camera (panasonic lumix dmc-zs5) ¿ as found condition: the braid was returned inside a biohazard bag and a shipping box. ¿ visual inspection/damage location details: the distal and proximal ends of the braid were fully opened and frayed. ¿ conclusion: based on the returned device, the pipeline flex was not confirmed to have failed to open at the distal end, as the distal and proximal ends of the braid were opened and frayed. The cause of the failure to open could not be determined. Possible causes include vessel tortuosity, damaged braid, and deployment of the braid in a vessel bend. However, the customer reported that vessel tortuosity was moderate and the braid was not positioned in a vessel bend, which rules out those as potential causes. It is possible that the damaged braid contributed to the failure to open. Damage to the braid can occur due to resheathing more than 2 times, over-manipulation, deployment technique, advancing or retracting the delivery wire against resistance, or deploying/resheathing the braid against resistance. H6. Coding updated based on analysis findings. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information regarding a pipeline that failed to open. It was reported that the pipeline and all accessory devices were prepared as indicated in the instructions for use (IFU). The support catheter and microcatheter were successfully navigated to the treatment location. After hydration, the pipeline stent was delivered to the m1 horizontal segment and deployment began. However, the tip of the pipeline did not open. The surgeon tried several maneuvers including pushing and pulling, pushing to go upper, and deploying in situ, but all attempts to open the tip of the pipeline failed. The pipeline was removed and replaced with a slightly larger pipeline (ped-425-30) which was used to complete the procedure successfully. It was noted that there were no patient complications associated with this event.